Event description:
It was reported that a spectrum iq pump alarmed for occlusion when there was no occlusion. This occurred during an unspecified process step.there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a false occlusion alarm was not reproduced. A review of the event history log revealed multiple 'upstream occlusion' and 'downstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The first cause of the condition was determined to be the out of specification ultrasonic sensor, which could not be calibrated and requires replacement to address the upstream occlusion issue. The second cause of the condition was determined to be the out of specification force sensor which requires calibration to address the downstream sensor issue. Should additional relevant information become available, a supplemental report will be submitted.